Manufacturer narrative:
Device is used for treatment, not diagnosis.

Event description:
Additional information stated the revision surgery was an open reduction internal fixation with bone graft procedure. This follow-up report is 5 of 7 for complaint (B)(4).

Event description:
A revision surgery on an ulna took place on (B)(6) 2013 due to non-union. Patient was originally implanted with a small fragment locking compression plate (lcp) and screws on (B)(6) 2013. The original fracture was open. The fracture was lagged with two 2.0mm diameter cortex screws, then plated with a 3.5mm 7 hole lcp and four 3.5mm cortex screws. During a follow-up appointment on an unknown date, the doctor recognized the non-union with a CT scan. Patient was revised on (B)(6) 2013 with a 12-hole lcp plate and 3.5 cortex screws and icbc. It was reported none of the original implants failed and that the patient had poor biology and bone which resulted in non-union. This is report 5 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.